Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation it was noted that the pacemaker did not have rf telemetry. Programing changes were made to resolve the issue. There were no patient consequences.